Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with those occurring during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a burning sensation in the chest. A right ventricular lead perforation was noted. On (B)(6) 2017 a lead revision procedure was performed. During the procedure, it was noted that the lead helix would not extend after it was retracted. The lead was removed and replaced. The patient was stable throughout the procedure.